Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - subcutaneous nodule

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with a hard lump at the needle puncture site area, which occurred 5 days after the sensor had been inserted in the arm. The lump did not subside, it was the size of a quarter, and the height is like a tin cap. The patient decided to go to the urgent care for assessment. No diagnostic testing was performed, the doctor just examined it by observation and palpation. No diagnosis but the patient stated that it was confirmed to be a hard lump. The reaction was treated with a prescription of an oral medication (unspecified, once every day for 1 week). The patient stated that after she took the antibiotic the lump started to subside slowly. At the time of report patient condition was stable. No other details were documented. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.